Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and breakage of the connection between the needle and the holder was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, no breakage or separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for breakage with the incident lot was observed. Additionally, testing of the retain samples was conducted and breakage was not observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that the screw on the end of a bd vacutainer® eclipse¿ signal¿ blood collection needle was broken. There was no report of injury or medical interventions.